Manufacturer narrative:
(B)(4). This event concerns a device that was manufactured and used outside the united states. Analysis is pending.

Event description:
Reportedly, the pt was admitted on (B)(6) 2012 to the hospital due to chest discomfort. The pacemaker involved in this MDR report was interrogated on (B)(6) 2012 and the following message was displayed: "residual longevity <=3 months"; in addition, the battery impedance was at 10 kohm (i.e. At eri). The pacemaker was then checked and no anomaly was found. It was reported that the previous check was performed on (B)(6) 2011 after polypectomy operation and no anomaly was observed at that time (battery impedance was at 1.9 kohm). As the battery impedance increase suddenly from 1.9 kohm to 10 kohm in 8 months, the device was replaced and returned for analysis.